Event description:
It was reported that multiple intermittent occlusion alarms occurred. The customer's blood glucose level exceeded 500 mg/dl and was reported as "high." The customer addressed the high blood glucose by administering a correction injection using mdi and resolved the issues by changing the infusion set and cartridge, then resuming insulin.